Event description:
Patient presented to the physician with soreness at the ipg site. Physician brought the patient into the or and found that the ipg had flipped upside down. Physician repositioned the ipg back to the original orientation, re-sutured, and closed.